Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly and data points were missing from the continuous glucose monitor graph. Additionally, the customer experienced an elevated blood glucose (bg) level of 568 mg/dl. Cause was not known. Customer addressed bg by administrating a manual correction injection. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer continued to use the pump for insulin therapy.